Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 519 mg/dl. The contact declined tandem technical support's offer to troubleshoot and "demanded a replacement pump". The contact did not provide further information regarding the event.